Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited low out-of-range impedances and high threshold measurements. Due to the clinical evaluation and age of patient the physician did not revise the lead. No adverse patient effects were reported. The lead remains in service